Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 1,000 mcg/ml compounded baclofen at 162 mcg/day. The reason for use was lower extremity spasticity related to a spinal cord injury. It was reported that the patient had pocket pain. Environmental/external/patient factors that may have led or contributed to the issue included the patient is very thin and the pump was poking her near the ribs. There was no diagnostics/troubleshooting. Interventions/actions that were taken to resolve the issue included a pocket revision, the pump was moved downward. Fluoroscopy was used to verify that the pump was not near the ribs or pelvis. The issue was resolved at the time of the report. There were no further complications reported/anticipated.